Event description:
It was reported that a compounding bag leaked from ¿past the port tubing of the additive port¿ which was not in use at the time of the leak. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing determined that the device leaked between the welding of additive ports to the bag. Closer visual examination to the leak area revealed that the bag had a lack of welding. The cause of the condition was determined to be a manufacturing issue. The production procedure was updated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.